Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application did not alarm when the smart device was on silent. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log observed that the high alert was set to vibrate only for the alert sound and no sound would be played. The reported event was confirmed. A root cause could not be determined.